Manufacturer narrative:
H3: analysis found visually, the bur was in a broken condition when returned. The overall length of the bur shall measure 3.850+.015/-.010 and measured 2.061 inch from the tip of the shank to the broken point, which was out of specifications. The outside diameter of the shank shall measure .0580+.0000/-.0010 and measured .0577 inches. The lip portion of the shank shall measure .018+.001/-.001 and measured .018 inches. Under the magnification, the discoloration (yellowish) was observed on the shank, lip portion of the shank and the shaft. It was also observed that the shank had deep striations. Functionally, the device failed due to defective condition upon return and the inability to load into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously added imdrf code b17, c20, d16 are no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, bur broken and stuck in skeeter drill. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.